Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for implant procedure. During procedure, it was revealed that the guide wire perforated the distal area of the left ventricular lead and came out through the other side of the lead. The left ventricular lead was not used and was replaced. The patient was discharged post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.